Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, "left side is riding higher than the other", "left side is more firm than right," and bilateral exchange from textured to smooth breast implants due to the patient's concern with the product.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, "left side is riding higher than the other", "left side is more firm than right," as well as bilateral exchange from textured to smooth breast implants due to the patient's concern with the product. This is the left side record. Device was explanted.

Manufacturer narrative:
This report is submitted beyond 30 calendar days from allergan¿s receipt due to a system error preventing allergan from submitting reports via emdr. The system error has been resolved at this time and an investigation has been initiated into this occurrence. Sent a review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified deformation, yellow particles, fold creases, and cloudiness/bubbles in the gel observed after autoclave disinfection process. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii, "left side is riding higher than the other", "left side is more firm than right," as well as bilateral exchange from textured to smooth breast implants due to the patient's concern with the product. This is the left side record. Device was explanted.